Event description:
10/2004 pt noted swelling to right groin/leg area. Did nothing the next day. Pt notified physician' office of swelling and pain in right groin/leg area. Pt came to the ed and after exam had a lower arterial doppler. Pt was scheduled for surgery for a pseudoaneurysm in right groin. The original graft was removed and replaced with another type of graft. Explanted graft sent for cultures and culture grew staphylococes aureus.